Event description:
Revision of femoral stem due to reported loosening.

Manufacturer narrative:
Evaluation method: the device was never returned; consequently, no evaluation could be performed. Evaluation conclusion: no conclusion can be drawn.